Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H3. Investigation results- the optetrak hi-flex tibial insert, sz 2, 11mm device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available. Corrected information- f10, should be blank.

Manufacturer narrative:
Pending investigation. Concomitant medical products: aa3614 13a2101 - cemex system fast genta 70g. 1523454 200-02-29 - three peg patella 29mm. 1740798 200-04-22 - cemented finned tib. Tra sz 2f/2t. 1693834 201-46-10 - holding pin headless 3" (4 pk). 98179 203-96-01 - (11-2222) saw blade new stryk (.050). 1739984 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right.

Event description:
Legal case - USA. This patient had original right knee implant (B)(6) 2010. The patient recently had right knee revision on (B)(6) 2022, approximately 12 years, 4 months after initial implant. Ebi initial surgery - attached. (B)(4) 244-22-11 - optetrak hi-flex tibial insert, sz 2, 11mm. Serial number 1473735 is confirmed to have been packaged in a vacuum bag that does not contain evoh. PMA/510k: k033883. Concomitant medical products: aa3614 13a2101 - cemex system fast genta 70g. 1523454 200-02-29 - three peg patella 29mm. 1740798 200-04-22 - cemented finned tib. Tra sz 2f/2t. 1693834 201-46-10 - holding pin headless 3" (4 pk). 98179 203-96-01 - (11-2222) saw blade new stryk (.050). 1739984 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right.